Event description:
Erratic blood glucose readings of 293 mg/dl back to back with a result of 50 mg/dl within a few minutes of each other. No treatment was reportedly received as well as no medical treatment sought or received. A request was made for the return of the suspect device and replacement products were sent.